Event description:
Pt passed out at work in 2003. Pt checked their glucose prior to passing out (result=168 mg/dl). Paramedics were called, and paramedics determined their blood glucose to be 170 mg/dl. Pt was then taken to hosp where their blood glucose was again tested (result=170 mg/dl). Treatment received, if any was not specified.